Manufacturer narrative:
(B)(4). Technical support troubleshot this issue with the customer over the phone and instructed the customer on how to calibrate the o2 sensor.

Event description:
It was reported that the ventilator generated an oxygen (o2) sensor alarm during testing. There was no patient connected to the device.